Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. The visual inspection was performed and the device was returned stuck inside the catheter. Resistance was felt when removing the wire from the catheter and presents body and spring tip kinked. All the outer diameter measurements are within the specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2015-02232. It was reported that a burr became stuck on wire. The target lesion was located in the tibial artery. A 1.50mm peripheral rotalink® plus and peripheral rotawire¿ were used and advanced to treat the target lesion. After successful treatment, it was noted that the burr got stuck on the rotawire¿ and would not come out. The devices were removed as a unit. The procedure was completed with these devices. No patient complications were reported and the patient's condition was fine.

Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID: 2134265-2015-02232. It was reported that a burr became stuck on wire. The target lesion was located in the tibial artery. A 1.50mm peripheral rotalink® plus and peripheral rotawire¿ were used and advanced to treat the target lesion. After successful treatment, it was noted that the burr got stuck on the rotawire¿ and would not come out. The devices were removed as a unit. The procedure was completed with these devices. No patient complications were reported and the patient's condition was fine.